Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented post-ablation procedure. A chest x-ray was performed and revealed right atrial lead dislodgement. Upon lead revision procedure, the atrial lead ended up being explanted and replaced due to the helix not retracting or extending during the repositioning. The patient was in stable condition.